Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing of ventricular signals, resulting in inappropriate mode switch and inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and reprogramming was performed. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of ventricular signals in the atrial channel, resulting in inappropriate mode switch and inappropriate atrial tachy response (atr) episodes. Boston scientific technical services (ts) was consulted and reprogramming was performed. No adverse patient effects were reported. At this time, this device remains in service.